Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient alleged that they had an unspecified lead issue on an unidentified lead, which required the patient to undergo a revision procedure. Medical records indicates that this patient is implanted with a boston scientific right ventricular (rv) lead. The patient indicates that they also have competitor products implanted. The local boston scientific field representative reported that they did not know anything further as they have not had any communication with the clinic. The status of this lead is unknown.